Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer was instructed to load a new cartridge to resolve the issue. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.